Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient visited the emergency room (ER) due to high blood glucose (bg) levels. The history is as follows: (B)(6). The patient treated the hyperglycemia with multiple bolus and manual insulin injections but the bg levels did not decrease. He removed the pod, started throwing up blood and went to the hospital, where he was placed on an intravenous (IV) therapy of fluids and insulin. He was released when his glucose levels were stable. The patient consulted his endocrinologist after that on a regular visit and was advised to suspend the use of the omnipod system and use manual insulin injections instead. The insulin brand was switch from fiasp to novorapid. The pod was worn on the arm between 24 and 36 hours.